Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer was outside today and thought blood glucose was getting low, got dizzy, weak, and lightheaded. Customer came inside tested. Caller reported aviva system blood glucose results, all mg/dl: at 1:18pm 79 at 1:19pm 96 at 1:20pm 158 at 1:25pm 101 at 1:26pm 75 customer self-treated his symptoms by eating crackers and drinking something, says he is still eating the crackers and starting to feel better but needs to keep eating. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.